Event description:
In 2005 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Fourteen months post implantation, the gore excluder aaa endoprosthesis contralateral leg component occluded due to a kink in the device. The physician implanted a femorofemoral bypass graft and the patient was discharged without further complications.